Event description:
It was reported that the patient was in the emu and every time their vns goes off their heart rate drops. It was noted that the EKG captured a pause of 9 seconds overnight for the patient when the device was providing stimulation. Additional information received noting that the patient has a prior history of cardiac events, bradycardia. The patient's heart rate prior to the event was 60-90 bpm and during the event there were two 9 sec pauses and 30-50 bpm with each vns stimulation. The event was found to correlate with the programmed on time and therefore the generator was disabled and once off the event resolved. No other relevant information has been received to date.